Event description:
Boston scientific neurovascular became aware that during a procedure the subject device could not be detached. During removal the main coil came off. No complications were reported to have occurred with the patient.